Manufacturer narrative:
No pt injury was reported. No machine's malfunction was identified by gambro tech services (gts) field rep. He completed a mock treatment: the machine was in specification. The service tech found also the prisma treatment history showed numerous errors indicating operator errors. As corrective action, on august 16th, 2005, a safety alert was released. The field correction 9616240-9/7/05-001-c was initiated on august 25th, 2005.

Event description:
Customer reported: "dialysate weight incorrect."